Event description:
Complainant alleged that the clinicians defibrillated a pt who was in cardiac arrest, once at 300 joules. Upon the clinicians second attempt to defibrillate the pt, at 300 joules, a spark was observed emanating from the anterior pad, and the pt did not receive the energy. The physician then observed that the lead wire to the anterior electrode had become free of the pad. The clinicians then obtained another set of electrodes and successfully defibrillated the pt.